Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from non-health care professional. This case is cross-referenced with case: (B)(6) (cluster). This case involved a pt (demographics not provided) who presented with seprafilm adhesion issue after receiving treatment with seprafilm. No medical history, past drugs, concurrent condition and concomitant medication was reported. On an unk date (12 or so years ago), the pt underwent an unspecified operation during which the seprafilm was placed (number of sheets, anatomical location, indication, lot/batch number and expiration date: not provided). On an unk date, the pt presented with seprafilm adhesion issue. Corrective treatment: not reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Seriousness criteria important medical event (ime).

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of the suspect product seprafilm cannot be excluded for the occurrence of the event of seprafilm adhesion issue, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.